Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that they have been dealing with low blood glucose readings for the last year. Customer states that their blood glucose reading was 40 mg/dl. Nothing further reported.